Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported a waste bag pressure alarm at the beginning of two consecutive routine hemodialysis treatments. In both treaments manual rinseback was not completed due to possible clotting, resulting in a total estimated blood loss of 200cc. No medical intervention required.